Manufacturer narrative:
Additional manufacturer narrative: after further investigation, there was no complaint against the tgt3415/8548687 device. The complaint is against the tgt4015/8526161.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a distal thoracic aortic arch aneurysm in the using two gore tag thoracic endoprostheses ((B)(4)/8548687, (B)(4)/8526161). Prior to implantation, a bypass between the right axillary artery, the left carotid artery and the left axillary artery was performed. The left subclavian artery was coil embolized. A gore introducer sheath with silicone pinch valve (lot/serial number unknown) was inserted from the right common iliac artery. The devices were implanted without issues. The final angiography showed a minor proximal type I endoleak, which was left to be monitored. The patient tolerated the procedure. Later on the same day, the patient underwent treatment of an occluded right external iliac artery using a vascular graft. The cause of the occlusion is unknown. The blood flow to the right lower extremity was restored. On (B)(6) 2011, the persistent proximal type I endoleak was observed. The aneurysm diameter measured 50.1 mm. On (B)(6) 2011, the persistent proximal type I endoleak was observed. The aneurysm diameter measured 50.6 mm. On (B)(6) 2011, the persistent proximal type I endoleak was observed. The aneurysm diameter measured 50.7 mm. On (B)(6) 2012, the persistent proximal type I endoleak was observed. The aneurysm diameter measured 49.4 mm. On (B)(6) 2013, the persistent proximal type I endoleak was observed. The aneurysm diameter measured 51.5 mm. On (B)(6) 2014, no endoleak was identified. The aneurysm diameter measured 52 mm.